Manufacturer narrative:
Concomitant products: product ID: 8596sc, serial#: (B)(4), product type: catheter. Product ID: 8709, serial#: (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 19-sep-2021, UDI#: (B)(4); product ID: 8709, serial/lot #: (B)(4), ubd: 03-may-2009, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient receiving therapy via an implantable infusion pump. It was reported that the system was explanted due to an infection.